Manufacturer narrative:
Implicated product ia 9.5 fr. Dual lumen catheter with tissue ingrowth cuff in peel-apart percutaneous introducer system. Product received for eval is 11.4 inch long segment of 9.5 fr. Dual lumen tubing. Both bifurcation and valved end of catheter has been removed from tubing. 2-dot depth marker is most distal landmark, 1.0 inch proximal to tubing's diatal tip. Red dot depth marker is found 3.5 inches distal to proximal end. Blood encrusted tissue ingrowth cuff is situated 4.6 from proximal end of tubing. Lot history review reveals no related mfg issues and no other complaints for this lot. Complaint incident report indicates device leaked when flushing. Complaint file offers no info regarding age of device. Chest x-ray had been employed to verify proper placement of catheter's distal tip within pt's central venous system. Presumably, leak was discovered subsequent to x-ray. Tactual examination of tubing locates annular ing 4.0 inches distal to proximal end of tubing and exaggerates perpendicular slit in outer diameter 3.2 inches distal to proximal end. Both lumens are shown to be patent by flushing and aspirating water with 10cc syringe fitted with blunt connector. No leaks are noted during patency tests. Leak testing is accomplished by occluding one end of tubing and hydraulically pressurizing each lumen individually. Small stream of water discharges from perpendicular slit when pressurizing small lumen only. Microscopic (5x - 30x) examination of annular ring area reveals striated impressions and superficial abrasions that can occur when tubing has been clamped with serrated surgical clamp. Magnified examination of slit shows edges to be straight and even. Oppositional tension on either side of slit causes slit edges to open, reveals flat walls that partially penetrate outer diameter at steep angle before slanting proximally short distance (<0.1in.). Straight, even edges and flat walls are traits associated with sharp instrument trauma and may be result of inadvertent contact with scalpel. No related damage is noted on tubing outer diameter. Magnified views of proximal and distal tubing ends shows each to have even edges with flat, striated faces. These characteristics indicate tubing had been cut with scissors. Complaint of exit site leak is confirmed, user-related. Damage found no catheter is consistent with sharp instrument trauma. Documents in complaint file indicate complaint incident was discovered when flushing catheter. Fluid did not discharge from damaged area during this examination until tubing's distal tip had been occluded. It is unknown if valve created sufficient back pressure to cause leak to occur while device was inserted in pt or if other factors (small syringe, aggressive flushing) were involved.

Event description:
Leaking from exit site during flushing.